Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ipg was functioning normally.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was found deceased in their home. The exact date and cause of death are unknown, however there is concern by the patient's family that an alert was not transmitted by the device when the patient died.